Manufacturer narrative:
Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 25-apr-2004, UDI#:(B)(4). Section reflects both the main component and other applicable components. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ failed back syndrome - other. It was reported that the patient's stimulator was explanted because it did not work and the device bothered her so she wanted it removed. The patient reported that they could not get all of the lead out and it bothered her. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that it was still working. The battery was causing the patient some discomfort but when they took out parts, the cover did not come out because they were scar tissue and some of the parts of the wire from covering stayed inside causing patient pain.